Manufacturer narrative:
The pump will not be returned to the MFR for eval. However, an on-site investigation was conducted. The MFR was unable to confirm that any instrument overinfused due to rate changes or instrument malfunctions. The instrument is still in use at the hosp. It is suspected that the cause of the incident was mis-programming the infusion rate. The MFR will address with add'l inservicing.

Event description:
It was reported that the pump overinfused. The pump was programmed to 900ml/hr instead of 9ml/hr.